Event description:
Reporter stated the customer has experienced hyperglycemia of 190 mg/dl- 300 mg/dl despite delivering insulin via the infusion device. She was able to decrease her blood glucose by delivering insulin via pen and believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.